Event description:
Tech took stapler out of package and closed the jaws until surgeon ready to use. When ready to put a stapler load in stapler, tech unable to get jaws of stapler open. Stapler removed from sterile field and another stapler used for case. FDA safety report ID# (B)(4).